Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that she obtained an error 2 message on her onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she obtained the alleged error message on (B)(6) 2015. The patient manages her diabetes with oral medication, diet and/or exercise. She denied making any changes to her usual diabetes management routine after obtaining the alleged error message. She claimed that on an unknown date and time, after the start of the alleged issue, she developed symptoms of "nervous [and] sweaty". She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and based on the information provided there had been no trauma/misuse of the meter. The patient was using the correct test strips and had followed the correct testing steps. When the power button was pressed, the error 2 message did not occur. The cca was unable to walk the patient through a retest as the patient did not have testing supplies available. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged product issue began.